Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: customer reports that the patient was taken in to do a low anterior resection with an incisional hernia repair. They transacted the left bowel proximally with the ta60 and distally with the (B)(4). Sewed the eea 28 anvil into the bowel with a purstring. They sized the bowel with a bowel sizer and inserted the eea28, compressed and fired the stapler. They had two good donuts and did the leak test using the antescope to check the line, there were no problems. An hour after the surgery, the patient began to have a fever. They re-operated on the patient on the (B)(6) 2013. After opening the patient, they noticed the distal anterior anastomosis had a leak and they resected the anastomosis using a ta 60 on both sides of the staple line, then created a permanent ileostomy. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.